Event description:
It was reported that patient admitted on (B)(6) 2020 after a motorcycle accident and radiographic images revealed acute complex comminuted distal humerus fracture extending to the elbow joint. September 24, 2020: internal fixation of left distal humerus was performed. Intraoperative notes indicate no complications. A 4.0 mm cannulated screw was placed to hold distal articular surface together, a posterior plate with locking and non-locking small fragment screws were implanted. Then a medial plate over medial humerus with locking and non-locking screws was implanted. (Total products implanted was 2 plates and 19 screws. The olecranon osteotomy was reduced and repaired with a 7.3mm cannulated screw. On september 25, 2020, patient is assessed, educated, and cleared for discharge by additional healthcare providers. October 14, 2020: patient felt a pop while doing his exercises. X-rays obtained on october 16, 2020, demonstrate hardware in place but medial plate has fractured at the fracture site just below the non-locking screw. Also, signs of displacement of the olecranon osteotomy on radiographic imaging. On (B)(6) 2020: revision performed. Intraoperative notes report removal of olecranon screw, the medial plate and screws (unknown qty of screws removed). New medial plate was implanted with new locking and non-locking screws (total products implanted 1 plate and 10 screws). The olecranon osteotomy was reduced and repaired with 18-gauge steel wire (non-synthes) and non-synthes tension band wires. No intraoperative complications. Radiology test post op indicates good radiographic result and no evidence for complication. After evaluations, patient is discharged the same day. June 01, 2021: reported that the patient was walking with his dog and tripped and fell onto a rock landing on his left elbow. He had mild discomfort and pain with swelling and difficulty with range of motion. Patient injury occurred on may 30, 2021. Record reports patient was noted to have a broken screw through the condyles which was not removed. Radiographs reveal a broken tension wire and bent k-wires (both non-synthes) with displacement of the proximal olecranon piece. Noted is the broken screw which is unchanged. The humeral plates are intact without any abnormality. There is large amount of interval healing of the humeral fractures. On (B)(6) 2021: olecranon open reduction internal fixation (orif) was performed. Intraoperative notes indicate wires were removed from previous orif and new plate with locking and non-locking screws were implanted (total products were 1 plate and 9 screws). No complications noted. Discharged to home. June 11, 2021: post op follow up appointment, patient reported doing well with minimal pain and described some numbness. Radiographic imaging reveals 1 proximal screw backed out of olecranon (the most proximal screw) approximately 4mm out of the plate. On (B)(6) 2021: intraoperative notes; the 1 loose screw was removed. No complications were noted. Patient discharged to home on same day. This report is for an unknown screw. This is report 1 of 1 for (B)(4) and captures the events of june 15, 2021.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: g4 - 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.